Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that she had nausea after getting anesthesia the date of implant. Her device was not working and since she was implanted, there was no therapeutic effect. She had urinary symptoms and ran to the bathroom every two seconds. She was really impatient and did not feel good. The patient did not feel stimulation and therapy was on. The device was on program 1 at 1.0 volt, she increased to 1.1 volt and confirmed that she felt stimulation in the correct bicycle seat area. The patient was educated to use the patient programmer under anesthesia and thought it was a "stupid idea" to have someone talk to her after she woke up from surgery; she thought they needed to talk to patients before surgery or the day after, as no one could comprehend what they were telling you. She did not remember what the manufacturer representative was telling her. She was trying to use the programmer for the first time and read the manual. The patient stated that it was very complicated and she didn't expect it to be so complicated. She didn't get any instructions on this, was reading the manual and looking at the device, and it was hard to understand. She had to look in the manual to find out what symbol on the programmer meant and she thought it should have words. She used the programmer without the antenna and it only connected for two seconds. The patient recently had a device implant, and bandages were present. On (B)(6) 2015, she was able to connect without the antenna. No potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a consumer ((B)(6)). It was reported that they were still having problems with the device not working. They also expressed concerns that they were never trained on the device.